Manufacturer narrative:
We have now concluded our investigation for the complaint received. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors include raw material issues or storage environment issues. The complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an unknown procedure, a pico 7 15cm x 20cm did not meet its applicability, because when the film was detached, it was noted that the adhesive did not remain fully on the tape, remaining mostly on the peelable film, not promoting the securing of the secondary cover in a safe way for the patient. It is unknown how was the procedure finished.